Event description:
It was reported that three weeks after implant, during a scheduled filter retrieval, the filter was found to be tilted approximately 45 degrees. The filter was unable to be retrieved using a recovery cone and remains implanted. No pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.